Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2010, the plaintiff was implanted with an ams monarc pelvic mesh product to treat pelvic organ prolapse and/or stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff suffered permanent injury "debilitating injuries including mesh erosion, hardening, chronic pain," worsening dyspareunia, "significant mental and physical pain and suffering," that "required add'l surgery and medical treatment."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.